Manufacturer narrative:
Based on the claim against the product noting damaged pulley, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Visual inspection found material to be missing.

Event description:
It was reported that during a da-vinci assisted surgical procedure, the fenestrated bipolar forceps instrument pully threads within the jaws broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a back-up da vinci instrument of the same kind.